Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they attempted to extubate the patient, but the probe was stuck, and they had a difficulty removing it. They had to contact the ears, nose, throat (ent) department which took 2 hours. The catheter was in the patient's cricothyroid and they had to use a scope to check the location and remove it. The patient experience bleeding in the nasal cavity, but they were able to stop the bleeding and the patient was stable. They will not repeat the study. Technical support connected to the system and completed a search for the file but was still unable to find the study.